Manufacturer narrative:
Date of event - unknown, the date the lens was observed as rotated was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zct225 intraocular lens (iol) in the patient's left eye, the lens rotated 60 degrees off axis. An astigmatism fix calculator calculated that the patient will end up with approximately 1 diopter hyperopic with approximately 0.5 diopter of his cylinder overcorrected with simple rotation. The lens was explanted on (B)(6) 2016. There was no incision enlargement, vitrectomy or sutures required. The patient is doing fine and will be back in three weeks for a post-op visit.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search of complaints revealed no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.